Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the device is cracked/fractured. No other definitive statements can be made. The product was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a trial instrument was found to be fractured during inventory before a procedure. There was no patient involvement as the procedure had not yet begun and no adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a trial instrument fractured. No adverse events have been reported as a result of this malfunction. Attempts to obtain additional information have been made; however, no more is available at this time.